Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10/h11. Corrected data can be found in sections b3 and h10/h11. 67/4315 -intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, it was noted that there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Energy was delivered without any issues and passed the cut test. The jaw gap verification passed at 0.004 and the grip force test passed. A review of the logs showed no failures. A review of the instrument log for the vessel sealer extend instrument associated with this event confirmed that the instrument was attempted to be used on 12/10/2019 on system sk1305. The vessel sealer extend instrument is a single use instrument and was not used during subsequent procedures. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the current information provided, this complaint will remain reportable due to the following conclusion: the generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion; however, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Although there was no patient injury reported, if the malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the vessel sealer extend instrument involved with this complaint. If additional information is obtained, a follow-up MDR will be submitted. This event is being reported based on the following conclusion: the generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. It was noted that there was "minimal" bleeding which required no intervention as a result of the issue, but no other injury was reported.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, it was noted that the vessel sealer extend instrument was faulty. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sealing cycle was initiated but not completed. It is unknown whether there was an audible signal (continuous tone) while the pedal was pressed during the sealing cycle. It is unknown whether there was a fast audible tone at the end of the sealing cycle. Thermal effect to the patient¿s tissue was observed. No error messages or error codes were generated. The target tissue size was not greater than 7 mm. The patient has not undergone any chemotherapy treatment. It is possible that a small amount of calcification was present. No obstructive material was encountered by the vessel sealer instrument, and there was no bio debris on the jaws. The instrument was inspected prior to use. The vessel sealer instrument was in use for a few minutes prior to the sealing issue, and worked as expected during that time. A little bleeding was experienced by the patient but was controlled. Blood loss was described as "minimal" and no intervention was required to control the intra-operative bleeding. No other injury was reported to occur to the patient. The procedure was completed with no additional issues reported.